Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient experienced blood glucose (bg) values over 500mg/dl with no symptoms on (B)(6) 2012. The reporter stated that the patient disconnected from the pump on (B)(6) 2012 due to a battery life issue. The reporter stated that patient was treating her bgs with insulin via injections. On (B)(6) 2012, the reporter contacted animas again and reported that the patient was admitted to an emergency room (ER) on (B)(6) 2012 and (B)(6) 2012. Her bgs in the ER were reported to be over 400mg/dl on (B)(6) 2012; the patient was reportedly treated with insulin and then released from the hospital. When the patient awoke the next morning on (B)(6) 2012, the patient's bg was reported to be in the 400mg/dl range and the patient went back to the ER. The patient stated that she received a replacement pump on (B)(6) 2012 and claimed that she did not realize that the new pump would need to be programmed. The reporter stated that the patient had problems understanding the program settings on the pump or how to calculate her carbohydrates and that she needed assistance with programming. While in the ER, the patient's replacement pump settings were programmed by the hcp. The hcp expressed concerned since the patient had difficulty counting her carbohydrates several times and the patient admitted that she was forgetful at times as to what do when her bgs go high. On (B)(6) 2012, the hcp contacted animas to request additional training for the patient and to also evaluate the patient after she is re-trained. On (B)(6) 2012, cs was informed that the patient received additional training several times by the hcp on how to program the pump, but that the patient had difficulty retaining the information. This complaint is being reported due to the patient's hyperglycemic event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that the pump was delivering accurately up until the reported event date. There were two time/date changes noted in pump's history. The pump's electrical current was tested and found to be within specification. A 29 flow accuracy test was performed and pump was found to be delivering within specifications. There was no defect found during investigation. The reported complaint could not be confirmed or duplicated. Use error caused or contributed to the reported bg excursion as the patient disconnected from the pump on (B)(6) 2012 and the patient was not on insulin pump therapy for an unknown period of time. The patient also alleged that she did not understand the pump settings or how to program the pump; she did not how to calculate carbohydrates and was forgetful about how to manage her bgs. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.